Manufacturer narrative:
(B)(4). The lot was manufactured august 02, 2016 ¿ august 04, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate device was underinfusing. It took two hours to deliver the medication instead of the expected thirty minutes. The device was filled with colistimethate 1 mu in 50ml 0.9% sodium chloride. Flow was confirmed prior to use and there were no kinks in the line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.